Event description:
On 2024-apr-29: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported patient didn't get left thigh pain coverage since implant. After several reprogramming sessions, healthcare provider (hcp) went in for lead revision. Hcp ended up replacing the lead since it was difficult to get the guide wire in to move the lead. Rep said as far as she knows the issue was resolved with revision surgery. (B)(6) 2024: additional information was received from a manufacturer representative (rep). The rep reported that everything was fine, no impedances in (B)(6).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the site where the anchor was tied down was kinked. Healthcare provider (hcp) used the trial lead kit stylet to try and move the lead, but due to the lead kinked by the anchor, hcp couldn't insert the stylet all the way in. Hcp opted to replace the lead.